Event description:
It was reported the device was used during an unknown procedure. It was reported the linear cutter fired and post op the pt was returned to surgery and the staple line had opened up.